Event description:
Customer's nurse reported that pt had symptoms of hypoglycemia. Pt was experiencing tremors, perspiring, and paleness. A freestyle reading of 106 mg/dl was received and a comparison was performed on an accu-check meter with a result of 28 mg/dl. Nurse provided the customer with orange juice with a sugar packet mixed in, fruit candies and snacks. Nurse believes patient was being given too much insulin prior to this event based on high readings on this meter.